Event description:
Dr was performing a turp when 2 hrs into procedure he noticed that the cutting loop was no longer attached to the electrode. He then replaced electrode and completed the procedure. There was no adverse effect on pt. Dr did not see any broken piece during procedure and believes it could have been flushed out with the resected prostate tissue, but cannot confirm. He is not planning any further actions because he does not feel that small a piece presents any potential for harm to the pt. There was no x-ray conducted to confirm presence of broken pieces. It is possible that loop vaporized due to long usage and no foreign object was left in pt.